Manufacturer narrative:
1. DHR/bhr review (lot#4323693): 1) this batch of products were assembled at intima ii auto line 2 in dec 2024 and packaged at r240 & cfs package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batch used in this batch of products is 4328535. Review the incoming inspection results, no abnormalities. 2. The customer returned 1 photo and 2 samples as shown in the photo (1 complaint unit and 1 reference sample). 1) the photo shows the approximate location of the catheter break. 2) the returned samples show: specifications are all 24g, sku is 383078. Among them, sample #1's catheter did not break (reference sample), while sample #2's catheter broke, with a remaining length of about 7.8mm, and the broken section of the catheter is slightly white. 3. Take the retained sample of this batch to conduct the relevant functional tests of the catheter. 1) 45psi leakage test is carried out, and no leakage is found at the catheter. 2) catheter pull force test is performed (to simulate the human environment, the sample needs to be soaked in warm water at 37 ° c for 72 hours before testing), and the test result is within the product specifications. 4. The test was simulated to confirm that the catheter was pulled off, and the pulled catheter was whiter than the original catheter. 5. Cause analysis: 1) the residual length of the broken catheter returned is 7.8mm. Microscopic observation revealed slight whitening at the fracture point and uneven fracture surfaces. According to the results of the simulation experiment, this is a phenomenon that occurs after the catheter has been stretched. 2) according to the feedback from the hospital, the issue of the broken catheter was discovered only after the catheter was left in place. The head nurse described that there might be a possibility of the child pulling out the catheter from the right wrist by themselves. Pulling out the catheter may create tugging resistance, which could lead to the catheter breaking. 3) according to the inspection of the catheters related to the use of this batch of indwelling needles, including incoming inspections, manual cutting inspections, process inspections, and outgoing inspections, no abnormalities were found. Additionally, since there are no complaints about catheter breakage from other hospitals regarding this batch of indwelling needles, it indicates that the quality of this batch of products is normal. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. According to the results of the cause analysis of the defective sample, the fracture and rupture of the catheter were not caused by the factory, but by an unknown external force. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter broke after placement at 06.30 am, the child had an indwelling vein in the right wrist at 09:15 am, the process went smoothly, and the infusion was completed from 09:16 to 11:41 pm. At 15:20 pm, the family went to the restroom and left the child for about 1 minute, and then came out to find that the needle was cocked up, and blood was flowing out of the child. At 15:25, the patient was given an ultrasound examination in accordance with the doctor's instructions. 16:00, the ultrasound report showed a foreign body with peripheral thrombosis in the right cephalic vein (forearm segment). A vascular surgeon was immediately called for consultation. 16:36 under bedside ultrasound and local anesthesia, the child underwent a right upper extremity soft tissue incision for foreign body removal, and the long thrombus was removed without the broken end of the needle, with stable respiration, dry gauze, and no blood or fluid seepage. The broken tube of the indwelling needle may be left in the child's venous vessels and has been free to go; the danger is unpredictable.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.